Event description:
A surgeon reported that following an intraocular lens (iol) implant surgery, a pt reported intolerable right glare. The surgeon confirmed the iol had two off axis stress lines in the optic. The surgeon is planning to exchange the lens. Add'l info had been requested. There are two medical device reports associated with this event. This report is for the left eye. The right eye was reported under MFR report number 9612169-2013-00037.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Results from the product and batch history recor review indicated the product met release criteria. There are no other complaints reported in the lot. Add'l info has been requested. (B)(4).